Manufacturer narrative:
Device evaluation is not possible as device remains implanted in patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of dropped head syndrome. It was reported that the set screws stripped during final tightening. 2 out of 10 set screws stripped. The lot# is unknown because the set screws have remained in the patient's body. Although the precautions such as inserting the driver deeply along the axis were taken, the set screws stripped. According to doctor, it's not a technique problem, it's hard to fit. There were no patient symptoms or complications as a result of this event. The procedure was finished as it was without any replacement. Only one driver was used.